Manufacturer narrative:
Patient city: (B)(6). Patient country: germany. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient experienced adhesive failure in which the tape was not sticking on (B)(6) 2026. The patient reported that the glue was weak and infusion set was affected. The affected sets were replaced and insulin therapy continued successfully. No further information available.